Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was revealed that the patient's pacemaker had unexpectedly gone into backup operation. It was further noted that the device had reached elective replacement indicator (eri) status. The device was explanted and replaced. The patient was stable.